Event description:
As the nurse was pulling the needle out, the tube separated from the wings.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4)